Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes had defective stoppers that allowed cytostatic medication to leak past them in the laminar flow hood. The following information was provided by the initial reporter, translated from (B)(6): "these two syringes had a sealing problem at the level of the plunger seal during the preparation of cytostatics. As a result, the collected product flowed down the plunger." "The leak occurred in a laminar flow hood."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-may-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Upon inspection of the product, a leakage past the stopper ribs was observed. Further evaluation identified damage within the barrel, the damage causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for the reported lot 2202078, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the damage occurred during the manufacturing process manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes had defective stoppers that allowed cytostatic medication to leak past them in the laminar flow hood. The following information was provided by the initial reporter, translated from french: "these two syringes had a sealing problem at the level of the plunger seal during the preparation of cytostatics. As a result, the collected product flowed down the plunger." "The leak occurred in a laminar flow hood."